Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, when the catheter will be returned, it will be analysed by our quality control laboratory and a visual and functional control will be performed.

Event description:
Catheter was implanted and failed during time in patient. The notifier indicated that there was no medical consequence for the patient. (No more information provided by the notifier even after several reminders). However, this fail could have led to an absence of monitoring for an undefined time.